Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm that temporarily could not be cleared. The customer reinstalled their cartridge and was able to resume insulin delivery. There was no impact to the customer's blood glucose level.